Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set tubing broken event on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6); patient country: colombia.